Manufacturer narrative:
Additional information provided for initial reporter investigation result: a my8060-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 92233601. The customer reported that they experienced occlusion of the syringes after drawing up medication and that "several [syringes] are broken at the plunger. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph suggest that the breakage occurred at the flange of the syringe barrel rather than the plunger. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 92233601 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred from the original supplier to being manufactured within bd; however quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8060-0006 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd texium needle-free syringe was occluded the following information was received by the initial reporter with the following verbatim: some of the syringes lock up after taking the medicine, there is no possibility to inject into the bag, while several are broken at the plunger.